Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with both cuffs capturing the needles and the rail suture end attached to the returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval. However, the non-rail suture end with the shrink tubing was stripped. The reported unidentified white thread was a white shrink tubing which was loaded onto the suture end during manufacturing to represent the non-rail suture end, not the blue rail suture end as reported. The reported difficulty retracting the plunger after needle deployment could not be confirmed as the plunger was reinserted and retracted successfully during testing. Also, the damaged non-rail suture end did not contribute to the reported difficult plunger removal, because while retracting the needle plunger, only the blue rail suture was affected. Based on the investigation findings, the reported difficulty of retracting the plunger after needle deployment could not be confirmed. The probable cause for the stripped shrink tubing on the non-rail suture end could not be determined. During manufacturing, steps are performed to ensure that the shrink tubing was properly loaded onto the suture. No manufacturing or quality issues were detected. A query of the complaint database for this lot revealed no other incidents with reported difficult plunger removal after needle deployment and unidentified thread attached to the suture end. Also, a query of the complaint database for this lot based on actual investigation findings revealed no similar incidents that exhibited stripped shrink tubing on the non-rail suture end.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the plunger could only be pulled half way out. The lever was closed, closing the foot and the plunger was released. The sutures achieved hemostasis. Upon removal of the device, the blue rail suture appeared to be distorted and an unidentified white thread was found on it. There was no adverse patient sequela. Though requested, there was no additional information provided.